Manufacturer narrative:
The device evaluation found foreign material in the nozzle. Based on the results of the investigation, the foreign material in the nozzle could not be specified. Therefore, a definitive root cause for the material remaining in the subject device could not be determined. A device history review of the subject was reviewed, and the device was confirmed to have been shipped in conformity with specifications. This issue is addressed in the instructions for use (IFU): the instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in "gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories". The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified/the following deviation from instructions for use (IFU) was confirmed. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object inside the nozzle. There were no reports of patient involvement.